Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014, the customer reported according to their technical service specialist (tss) this lead was capped on (B)(6) 2013 for high impedance. The lead impedance was greater than 3000phms and had intermittent bipolar capture. However, the tess was able to get the lead to work in unipolar mode but the physician felt more comfortable replacing the lead since the patient was pacer dependent. There were no other adverse patient events reported. The lead was actively implanted for approximately 6 years, 11 months. Updated info rec'd from the customer on (B)(6) 2014, the customer reported according to their technical services specialist (tss) this lead was capped on (B)(6) 2013 for high impedance. The lead impedance was greater than 3000phms and had intermittent bipolar capture. However, the tss was able to get the lead to work in unipolar mode but the physician felt more comfortable replacing the lead since the patient was pacer dependent. No subsequent device or clinical adverse events have been reported.